Event description:
Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states called to speak with ikaria technical services regarding a device issue with inomax dsir (B)(4). The device was in use on a patient and no adverse event had been reported. On (B)(6) 2015, the rt reported a failed no sensor on inomax dsir (B)(4). The device was switched off the patient and no troubleshooting actions were performed at that time. Technical services requested the rt perform a low calibration followed by a high no calibration and the rt agreed and stated he would call back with the outcome. Following recalibration, the failed no sensor alarm remained. Inomax dsir (B)(4)was removed from service and returned to ikaria for service investigation. Investigational results were received on 02/23/2015.

Manufacturer narrative:
Device issue with inomax dsir (B)(4). The device investigation was completed on (B)(6) 2015.: evaluation summary: inomax dsir (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log and findings confirmed the reported complaint of a failed no (nitric oxide) cell alarm which was immediately preceded by a failed low no cell calibration with high point counts of 1097 and low point counts of 1448. The service log also revealed a delivery failure (df) alarm with monitored no>absolute maximum of 100 parts per million (ppm); actual value: 102. Elevated low point counts during the calibration were consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The rsc investigation also experienced the reported complaint of a failed no cell at boot up and performed a low calibration to clear the alarm. The rsc did not experience a df alarm. The rsc replaced the no cell. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. Case comment: (B)(6) 2015: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).